Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose read "high" on cgm, a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. The customer reported using cold insulin. Tandem technical support informed customer that using cold insulin is off label per the tandem user guide. The customer changed pump supplies and resumed insulin therapy.